Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported high a1c. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to their endocrinologist for a high a1c. The patient was given a prescription, metformin. Blood glucose levels were not discussed.